Event description:
This ICD was electively explanted as a result of the angieon initiated "field action" for possible premature battery depletion concerning all angeion lyra model ICD's. The device was explanted in 2003. This ICD was implanted and explanted outside of the united states.